Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in (B)(6) 2021, but had been sitting in storage, virtually unused. However, when local staff inspected the c1 this month, the oxygen level setting was set to 21% in the o2 mixer test, the oxygen level remained at 23%. When he checked the qo2, it showed 0.1l/min. When he removed the high-pressure oxygen hose, the qo2 dropped to 0l/min and the oxygen level was 21%. No patient involvement.

Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in june 2021, but had been sitting in storage, virtually unused. However, when local staff inspected the c1 this month, the oxygen level setting was set to 21% in the o2 mixer test, the oxygen level remained at 23%. When he checked the qo2, it showed 0.1l/min. When he removed the high pressure oxygen hose, the qo2 dropped to 0l/min and the oxygen level was 21%. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).